Event description:
During a laparoscopic cholecystectomy, the surgeon dissected the gallbladder from the liver with electrosurgical cautery. The surgeon used the laproscopic cauterizing hook with insulation sleeve and was nearly finished using the cautery when there was a pop and spark and could visualize an obvious hole on the side of the sheath which wasn't there before (the only hole that is on the sheath is at the distal tip. So there were new open areas which were melted through the sleeve). There was visible charred flesh and a burn hole clearly visible to the human eye, on the insulated sleeve.per or report:"the gallbladder was then taken off the liver bed in a meticulousfashion, using cautery. The gallbladder was then deposited into a bag. Following this, thorough irrigation and suctioning was done. The liver bed was carefully inspected for ulcers. I switched to using the hook cautery with a sheath.during this phase, the liver bed was meticulously inspected and small oozers were cauterized. While doing so, we noticed that there was a defect in the sheath of the cautery device and there was transmigration of the current onto the edge of the liver. Since the bleeding had been already controlled and the irrigated fluid was clear upon return, I chose to immediately remove this defective product."during the dissection of the gallbladder there is routinely a need to cauterize the liver. However, this could have caused an unintentional burn to the aorta or bowel and subsequent major injury. This is a sterilzed re-usable device. The cautery hook is sterilized and the sleeves are re-used only approximately 5 times (if the device passes integrity inspection with a scanning wand with each use). The wand inspects the integrity prior to use. The wand is used 5 to 10 times maximum then discarded.